Event description:
During follow-up x-ray it was noticed that the cables had broken and frayed requiring re-operation. Old cables were removed and new were implanted. Implants involved: 1ea. 2232-03-01 lot #78876000 cable plate, 1ea. 2232-03-18 lot #00471100 cable wire, 2ea. 2232-03-18 lot #79365800 cable wire. Hosp disposed of items at time of surgery.